Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not confirmed, it is possible that water intruded from the air leak site of the auxiliary water channel and flowed into the channel, which resulted in water coming out from the auxiliary water channel outlet at the end of the insertion section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation found the following: due to a pinhole on the auxiliary channel, water tightness was lost, the plastic distal end cover had a scratch, the switch box had a scratch, switch button one (1) had a scratch, the suction cylinder was shaved, the lock engagement lever was scratched, the lock engagement knob was scratched, the connecting tube had a scratch, the up/down knob was scratched, the control unit had a scratch, the control unit had corrosion due to water leakage, the adhesive on the bending section cover had a chip. An abnormal sound was made due to damage on the up/down knob; due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to wear of the angle wire, the bending angle un the up direction did not meet the standard value, the right/left knob had a scratch; due to damage on zoom (charge-coupled device), the zoom function did not work smoothly, the scope connector cover had a scratch, the scope connector had a scratch, the protector of the universal cord on the scope connector had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the forceps channel port was shaved, the flexibility adjustment ring had a scratch, the grip was scratched, the electrical connector had corrosion due to water leakage, and the control unit had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that after washing the evis lusera colonovideoscope, there were brown water drops dripping from the secondary water supply port. There was no patient harm associated with the event.